Manufacturer narrative:
The device involved in the reported event was discarded by the user. No evaluation can be performed. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a facility in the (B)(6) stated that while the surgeon was making an incision using the keratome blade, he punctured through to the back of the eye opposite the incision resulting in vitreous loss. An anterior vitrectomy was required however the surgeon was able to implant the lens that was selected pre surgery. The surgeon stated the blade was blunt. Patient scheduled for follow up on (B)(6) 2016.